Manufacturer narrative:
The customer's device was requested for investigation and a replacement product was sent to the customer. The investigation is ongoing. Section e3: occupation is patient/consumer.

Event description:
The customer alleged there was an issue with the coaguchek xs softclix lancet device. The lancet was properly seated within the softclix device, but the lancet needle was protruding past the end cap of the device. The issue occurred after the device was primed. After firing the device, the lancet no longer protruded.

Manufacturer narrative:
The lancing device was received for investigation, without lancets. The reported failure of protruding lancets could not be confirmed during the investigation. The lancing device was tested with test lancets (lot u21a8) at 11 different pricking depth settings, for each attempt needle was correctly retracted, ejected, and produced a puncture hole. The lancing device could be primed and released without any problems and works within specifications. The lancing device was disassembled for investigation, but no abnormalities could be observed which could verify the customer's allegation. As the customer lancets are not available, no further investigation is possible. No increased cumulation of the alleged failure was identified for the affected production interval of the reported lot number. Medwatch fields d1, d2, d4, and h3 have been updated.